Event description:
Information was received indicating that smiths medical medfusion 3500 pump's motor was not running. No adverse effects reported.

Manufacturer narrative:
Device evaluation summary: one medfusion 3500 pump was returned for analysis in used condition. Visual inspection of the pump showed that pump had no external damage. Review of device history log identified motor not running error in history. Functional testing included use testing. The device was started in application problems were found during flow test. During investigation it was noticed that the main board was not installed properly into the extrusion. It was not in the grove. The customer's reported problem was able to be duplicated. Based on the evidence, the complaint was confirmed. This issue was caused by the customer's incorrect assembly of the device. Reference the "parts replacement" section of the medfusion technical service manual for instructions on proper assembly of the medfusion pump.